Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, migraine and nausea outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Reporter information, patient demographic information, product indication and lab data were updated. Previously reported ¿injury to herself¿ was replaced by new specific events: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding, fatigue, migraines, headaches and nausea were newly added. She underwent hysterectomy + bilateral salpingectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, chronic') in an adult female patient who had essure (batch no. C28888-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, migraine and nausea outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: essure device inserted through port and deployed in tube without incident 2 coils visualized. Opposite os located, essure device inserted and deployed without incident. 4 coils visualized. Discrepancy noted: date(s) of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia. 27-aug-2020 -- update: lot number ( c28888 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain, chronic'). In an adult female patient who had essure (batch no. C28888), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, migraine and nausea outcome was unknown. And the menorrhagia had resolved. The reporter considered abdominal pain, dyspareunia, fatigue, menorrhagia, migraine, nausea and pelvic pain to be related to essure. The reporter commented: essure device inserted through port and deployed in tube without incident. 2 coils visualized. Opposite os located, essure device inserted and deployed without incident. 4 coils visualized. Discrepancy noted: date(s) of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015, result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: reporter information updated, lot number added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.